Event description:
It was reported by service report that the head right rail would not lock in the upright position and the brake pedals were broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake pedals, siderail.